Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen displays white and black lines. Reportedly, customer is unable to interact with the pump. Customer's blood glucose level was not impacted. Customer stated they have back up shots for insulin therapy.